Event description:
An error message was reported with the adc device. The customer was unable to obtain readings due to receiving an error 9 message, experienced a loss of consciousness and was unable to self-treat. The customer had contact with a non-healthcare professional third-party (daughter) who obtained a blood glucose reading of 365 mg/dl on an unspecified meter and took customer to a healthcare facility. Customer had contact with a healthcare professional who provided an unspecified (dose/type) insulin as treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported reader (B)(6) was returned and investigated. Visual inspection has been performed on the returned reader and no issues were observed. Built-in test was performed and all results were within specification. No error message was observed. Therefore, issue in not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The most probable root causes associated with this failure mode are software/data corruption or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned for this complaint. An extended investigation has been performed for the reported complaint. The dhrs (device history record) for the freestyle libre reader was reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. The customer was unable to obtain readings due to receiving an error 9 message, experienced a loss of consciousness and was unable to self-treat. The customer had contact with a non-healthcare professional third-party (daughter) who obtained a blood glucose reading of 365 mg/dl on an unspecified meter and took customer to a healthcare facility. Customer had contact with a healthcare professional who provided an unspecified (dose/type) insulin as treatment. There was no report of death or permanent injury associated with this event.